Event description:
Surgeon drilled and overdrilled over the kwire but couldn¿t advance the screw past the fracture site. He then tried to remove it but was not able with the regular screwdriver and the solid screwdriver. The screwdriver blade was not catching onto the blade. He remove the screw with scissors. He then redrilled over the kwire, used the tap and gave it a shot again. He inserted the screw but could not compress while on compression mode. After multiple attempts, I realized that the tip of both of the screwdriver blades were stripped. I had an extra non-sterile screwdriver blade that we were able to flash and use.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Manufacturer narrative:
The reported incident that screwdriver blade, cannulated was alleged of issue s-11 (breakage during surgery) could be confirmed. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by too high torsional forces during the application. The visual investigation of the inner blade revealed that the tip of the cannulated screwdriver blade is indeed completely broken off (unfortunately the broken tip debris has not been returned). It is also visible that the inner shaft is slightly bent. This clearly indicated high mechanical force had been applied which finally resulted in the tip breakage. As indicated by the surgeon¿ he couldn¿t advance the screw past the fracture site and broke the tip as he tried to remove the screw again. The fracture surface clearly shows the appearance of a ductile forced rupture from torsional overload. The hexagonal coupling connection is still intact though. Some residues / blood / corrosion are clearly visible which may have also had an influence on this reported breakage. Even some rust on one of the outer shafts is clearly evident. Note a CAPA (B)(4) has been initiated in order to further improve the current design. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material & manufacturing related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
Surgeon drilled and overdrilled over the kwire but couldn't advance the screw past the fracture site. He then tried to remove it but was not able with the regular screwdriver and the solid screwdriver. The screwdriver blade was not catching onto the blade. He remove the screw with scissors. He then redrilled over the kwire, used the tap and gave it a shot again. He inserted the screw but could not compress while on compression mode. After multiple attempts, I realized that the tip of both of the screwdriver blades were stripped. I had an extra non-sterile screwdriver blade that we were able to flash and use.